Manufacturer narrative:
Mindray service team has inspected the device , the reported issue could not duplicated, the ECG function of the device meet the specification. Mindray (B)(4) team has analyzed the returned log files. We found the suspected systeole waveform was continued for 6 seconds, not as long as the customer reported for 25 secinfs. There are three qrs waveform existing in this 6 seconds segment of waveform, as a result, it is not a asystole waveform from the ECG algorithm analysis. And mindray t1 monitor has trigggered alarms of "hr too low" to reflect the patient situation during the event. (B)(4).

Event description:
The customer reported: there was a patient with a dislocation of a temporary pacemaker wire. Because of this there was an asystole of 25 second which the beneview t1 didn't recognize. There wasn't a red alarm and nothing is recorded on central monitoring system (cms). The only alarm which the monitoring system gave a hr too low. No death or serious injury reported.

Manufacturer narrative:
Mindray service team has performed on-site investigation with the reported problem. The complained unit was sent back to the workshop of mindray (B)(4) office for inspection, and the log files from the cms were sent back to hq for analysis. The issue is under investigation.

Event description:
The customer reported: there was a patient with a dislocation of a temporary pacemaker wire. Because of this, there was a asystole of 25 seconds which the beneview t1 did not recognize. There wasn't a red alarm and nothing is recorded on central monitoring station (cms). The only alarm which the monitoring system gave was a hr too low. No patient death or injuries reported.